Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during an unknown procedure performed on (B)(6) 2024. During the procedure, there was an error when triggering the elastic bands. After aspiration of the varicose cord, the handle of the equipment was triggered in three attempts however, the bands would not release. The device was removed and was tested outside the patient but the same problem occurred. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.